Event description:
On 2/apr/2021, through a clinic survey, fresenius became aware of this anonymous peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler who experienced a hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Attempts to obtain additional information could not be completed as there is no patient name, contact information or identifying demographics in which to follow up. Upon review of the information in the intake, it was stated this patient¿s pd catheter (not a fresenius product) was removed due to a hernia. There was no indication this adverse event was due to the performance of any fresenius product(s) or device(s). Additionally, there was no allegation or objective evidence a deficiency or malfunction caused or contributed to this patient¿s hernia.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of the patient¿s hernia as there was no reported cause. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s hernia cannot be determined as there was no reported source of this adverse event. However, a majority of hernias occur prior to the start of pd therapy or cycler use. In the absence of a reported cause, the liberty select cycler cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.